Manufacturer narrative:
The facility rep (clinical services consultant) made it clear that the injury was not due to any arjohuntleigh device (no allegation of product deficiency) as both the lift and the sling worked to prevent a pt fall when the pt went non-responsive; the injury suffered was due to the method of removing a suddenly non-responsive pt from the sling. Facility rep did not provide any other info about the device, and would not agree to an on-site visit due to the absence of an actual malfunction of any arjohuntleigh devices. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Arjohuntleigh diligent clinical consultant was made aware of an incident where a pt suffered a fractured clavicle. In further talks with the facility, arjohuntleigh qa discovered that the pt had a pacemaker that stopped working during the transfer. This caused the pt to become non-responsive and the staff rushed to get the pt back to the bed. It was during the removal of the pt from the lift and transfer to the bed that the pt suffered the injury.